Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. Evaluation of the device at the manufacturer's service center determined that the device's software needed to be re-loaded to address the issue.